Event description:
A facility reported the plastic round at the end of the syringe (where the needle is inserted) was loose. As a result, the reporter felt it was harder to tighten/lock the needle onto the syringe and may pose a risk to the patient's eye during use. There was no pt impact associated with this report. This facility reported there were four similar occurrences from three different lot number. This is the second of four medical device reports being filed for this report.

Manufacturer narrative:
A functionally test was performed on retention samples. Test results met specifications. Some of the luer lok adaptors of the retention samples could spin. A spinning luer lok adaptor is not a criteria for rejection. Investigation showed that no remarks related to this complaint were reported in the batch record. All syringes are visually inspected, items with incompletely assembled luer lok adaptors are removed. No loose luer lok adaptors were found for this batch. No similar complaints have been received for this lot number. According to the directions for use in the package insert, the luer lok adaptor should be fixed between the fingers when connecting the cannula to prevent rotation of the adaptor. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.